Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system underwent intentional shocks performed by the device in an attempt to convert the patient's atrial fibrillation. The 3rd shock was successful and resulted in sinus rhythm. After the 3rd shock, loss of capture was observed. After the 3 maximum energy shocks, the electrical diagnostics were evaluated and it was noted that the right ventricular (rv) and left ventricular (lv) pacing impedances were greater than 2,000 ohms. In addition, the shock impedance was less than 25 ohms. A short of the system was suspected. A replacement procedure was performed; the device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified an arc mark on the device case. Device memory was reviewed and low shock impedance measurements of 12, 20, and 22 ohms were recorded during delivery of the third commanded shock on (B)(6) 2012. A commanded 41 joule shock was completed in the laboratory and all measurements were within range. The visual identification of an arc mark on the exterior of the case coupled with the normal measurements obtained when delivering a shock in the laboratory setting indicate this device was damaged by a shorted shock lead. The clinical observations of loss of capture and out of range measurements were most likely a result of a shorted shock lead. The lead has not been returned for analysis so this cannot be definitively determined.